Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the wake button was delayed in responding to touch. Customer pressed the wake button multiple times and the wake button performed as intended. Customer¿s blood glucose level was 335 mg/dl.